Event description:
It was reported that during the procedure when the physician was deploying the subject coil, it detached prematurely inside the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the delivery wire was found to be kinked/bent. The main coil was found to be detached from the delivery wire. Functional testing was not required because the coil was already detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The delivery wire was found to be kinked/bent. The main coil was found to be detached from the delivery wire. The as reported code 'main coil prematurely detached/separated during use' was confirmed. An assignable cause of procedural factors will be assigned to as analyzed /as reported code 'main coil prematurely detached/separated during use' as this defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use and an assignable cause of 'handling damage' will be assigned to the as analyzed code 'coil delivery wire kinked/bent' as the defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging / preparation of the product prior to use.

Event description:
It was reported that during the procedure when the physician was deploying the subject coil, it detached prematurely inside the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.